Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 98m abdominal aortic aneurysm. It was reported approximately 5 years post the index procedure, follow up imaging identified a type ia endoleak. As there was no more proximal neck for extension the physician performed an off label repair utilizing a thoracic valiant navion device in conjunction with a left renal fenestration and a right renal and sma snorkel. At the end of the repair a slight type ia endoleak was still demonstrated. The physician elected to end the procedure. Per the physician the cause of the type ia endoleak was anatomy related due to disease degeneration. No additional clinical sequelae were reported and the patient will be monitored.